Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The reported problem was confirmed through the history log. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be out of specification. Further evaluation determined that the downstream pusher plate gap was too large. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump constantly displayed a false downstream occlusion message. It was also reported there was no patient injury.